Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the phaco tip was blocked, resulting in a burn in the main incision of the cornea of the patient during the cataract procedure. No further information was provided. Additional information and product sample have been requested.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. One phaco tip was returned for evaluation. A visual inspection of the phaco tip was performed using 30x magnification and was deemed nonconforming. The phaco tip has a white ring of foreign material present within the inside diameter of the distal tip. A particle analysis was performed by the laboratory. The analysis indicates the best identity of the white material is dried healon solution. The complaint does confirm a piece of white foreign material was present within the phaco tip. This material appears to be surgical material and is not a piece of foreign material associated with the manufacturing of the phaco tip. An obstructed pathway in the phaco tip could contribute to a corneal burn. It is unknown how long the surgical material remained on the tip before return of the sample, but the presence of healon is an external use error. The phaco tip is a single use device. No specific action with regard to this complaint was taken because the occlusion was identified from the handling by the customer and not a manufacturing concern. All phaco tips are 100% visually inspected during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).